Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
Customer reported that drains were initially removed without any concern in the ent clinic. A 7mm retained piece of jackson pratt drain was noted and removed after discovered intraoperatively during a surgery. The piece was removed endoscopically, removal confirmed by x-ray, and tubing sent to pathology. CT scan to be given to ensure no further small fragments and if there are, will be able to remove with next surgery. The client and contact information is unknown.